Manufacturer narrative:
Problem code 2532 captures the reportable event of fiber misfire. Problem code 1069 captures the reportable event of fiber broke. The fiber was returned broken into two pieces. The first piece measured approximately 13.5 cm from the top of the connector to the break. The second piece measured approximately 304.3 cm which includes the entire distal tip. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on december 5, 2018 that a flexiva ID 200 laser fiber was opened for use for a laser lithotripsy procedure in the kidneys and ureters performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke at the black edge and sparks flew out. The procedure was completed with another laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The deice has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use for a laser lithotripsy procedure in the kidneys and ureters performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke at the black edge and sparks flew out. The procedure was completed with another laser fiber. There were no patient complications reported as a result of this event.